Manufacturer narrative:
H3: product analysis found abnormalities were not observed in the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); manufactured date: 2018-01-22 h3: product analysis found abnormalities were not observed in the device, no spare fuse. H6: codes applicable are fdm b01, fdr c07, fdc d16 and additional codes img g0201202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, there was no response when they insert the electrode into the patient interface that comes with the device. There was no known patient impact.

Event description:
Additional info received that there was no patient impact.

Manufacturer narrative:
H6: previously added imdrf annex code f24 and d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.